Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and that an occlusion alarm occurred. Reportedly, the customer was reusing insulin. A supply change was performed to address the issues and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.